Manufacturer narrative:
Exact date unknown, event occurred several months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient had inadequate stimulation and is unable to feel stimulation with any programs. It was also reported that the patient is having a lot of pain in the left ankle and the ipg does not hold a charge anymore. The patient was given morphine sulfate. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.